Event description:
The main body extension deployed before the trigger wire had been removed. It deployed within the main body graft and there were no adverse effects to the pt because of the low and early deployment. The final angiogram did not note any endoleak presence.

Manufacturer narrative:
Evaluation: the delivery system from the esbe-28-39 stent graft was returned in an opened and used condition. An investigation revealed that the distal end of the proximal trigger wire had pulled out of the nose cone. This suggests that the trigger wire was not fully in place when the device was initially loaded. During the advancement of the device by the physician, it appears that the trigger wire may have pulled out which would prematurely deploy the graft. The appropriate individuals have been notified of this matter.